Event description:
During procedure, staff were unable to zero the hemodynamic equipment that aids in monitoring the patient and recording of pressures. It was unable to "zero" to measure the patient waveforms and pressures. Per the md it took minutes, delaying the procedure for seven (7) minutes while trying to get the system to work.